Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient's "stimulator hasn't been working." The patient reported that the issues with their stimulator started in 2016, but the issues were not reported to have been sudden in nature. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.